Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the abbott diabetes care (adc) device needle got stuck in skin and experienced bleeding at the insertion site. The customer self removed the adc device needle from insertion site, and a non-healthcare professional applied salvon cream on the insertion site for treatment. There was no report of death or permanent impairment associated with this event.